Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. At the end of the replacement device, the physician mentioned that the longevity of the device has been lower than the expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.